Event description:
It was reported that left ventricular lead exhibited high out of range pacing impedance measurements. The patient will continue to be monitored. At this time, this lead remains in service. No further adverse patient effects were reported.